Event description:
It was reported, "unknown vcare device - cervical cup came apart from the other part of the instrument." The vcare device was utilized during a robotic assisted laparoscopic supracervical hysterectomy. Further communications with the end-user revealed that the cervical cup of the device was discovered retained in the patient, removed on examination days later. The device was discarded after the surgical procedure; therefore, no lot number or catalog number is available. It was also reported, "no injury to patient."

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number was not made available. The complaint device and /or photos of the device were not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). The specific failure mechanism and associated root cause cannot be conclusively determined without examination of the actual device. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Key information from the questionaire states that the suction between the cervical cone and cervix was not broken prior to removal attempt. A possible cause of this complaint is application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the intra-uterine balloon from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly per dfu instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "unlock the locking mechanism by turning the thumb-screw counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. The device is not being returned to conmed for evaluation; as it has been discarded by the end-user. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device discarded by end-user.